Manufacturer narrative:
Combination product: yes. Update received on 21-may-2026: the patient presented to another hospital and it was decided that the surgery will not take place as the patient does not currently require ra pacing. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Undersensing was reported on the right ventricular (rv) tachycardia lead. The atrial lead exhibited low impedance values (<200 ohms), and insulation damage was suspected.a revision procedure scheduled for 15 april was aborted; the reason for the interruption is unknown. Device explantation is planned to be performed at another hospital.

Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.